Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. 363080 batch no. 9184798. It was reported that the tubes that are six weeks from expiring are not filling. 3 of 4: december incident. We have been experiencing issues with the latest lot of naci tubes for the last couple of weeks. I apologize for not emailing you sooner. It would have started about (B)(6) and the tubes expire january 31/20. When the problem started on the (B)(6) it was just a few random tubes but now it's almost all of them. The ones that fill the best are just barely filling enough. We are averaging 3 tubes per patient to get one that is sufficiently filled to send for testing. I have set aside a couple of tubes from the package. (B)(6): rcvd an email from the customer providing the following information: was there multiple patient involvement? If so, please provide the following information for each incident: yes. What is the date of event(s)? The tubes started failing on (B)(6) 2019 and continued until we got a new lot and expiry date on jan 2/20. How many units (tubes) affected? Approximately 75% of the tubes drawn were affected. What is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.) We draw 5-10 patients/day. All patient samples were affected. Multiple samples were required to be drawn on each patient to get one tube full enough to send for testing. We draw no less than 2 tubes per patient, frequently up to 4 tubes per patient to get one that fills enough to send for testing. What is the labeled draw volume (2ml, 3mletc) 1.8 ml. What was the level of tube fill? Partial fill. No fill (fill volume is near zero). Partial fill. Over fill. Unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? Tubes are rejected at all of these three levels. What was the tube¿s expiration date? January 31/2020. How was the tube drawn? With a straight needle, in a vacutainer holder, venously. Was a discard tube used? We don't normally use a discard tube, however if we need to draw up to 4 tubes then the first 3 could be considered discards. Was a successful draw achieved with the same lot? Yes. Is this happening with one particular: department, unit, and shift, time of day or person this is happening in all departments, with all staff, on all shifts. What was method of draw? Straight needle. Straight needle. Wingset. Syringe. Line. Unsure/other (please list). Are you using a bd device to transfer the blood to a tube? No. Btd. Llad. No, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) all collection supplies are securely fitted. Have the tubes been exposed to extreme heat? No. Yes. No. Unsure. How many locations affected (impatient, outpatients, etc.) All locations are affected. Are unused samples of the related batch/lot number available for return? If yes, we will provide you a prepaid shipping label. Yes, I have numerous tubes that could be returned.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to under fill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. 363080 batch no. 9184798 it was reported that the tubes that are six weeks from expiring are not filling. (B)(4) of (B)(4) : december incident. We have been experiencing issues with the latest lot of naci tubes for the last couple of weeks. I apologize for not emailing you sooner. It would have started about (B)(6) 16th and the tubes expire january 31/20. When the problem started on the 16th it was just a few random tubes but now it's almost all of them. The ones that fill the best are just barely filling enough. We are averaging 3 tubes per patient to get one that is sufficiently filled to send for testing. I have set aside a couple of tubes from the package (B)(6) : rcvd an email from the customer providing the following information: was there multiple patient involvement? If so, please provide the following information for each incident: yes. What is the date of event(s)? The tubes started failing on (B)(6)2019 and continued until we got a new lot and expiry date on jan 2/20. How many units (tubes) affected? Approximately (B)(4) of the tubes drawn were affected. What is the frequency or occurrence rate ( (B)(4) day, (B)(4) of tubes affected, patients involved, how many test per day etc.) We draw (B)(4) - (B)(4) patients/day. All patient samples were affected. Multiple samples were required to be drawn on each patient to get one tube full enough to send for testing. We draw no less than (B)(4) tubes per patient, frequently up to (B)(4) tubes per patient to get one that fills enough to send for testing. What is the labeled draw volume (2ml, 3mletc) 1.8 ml. What was the level of tube fill? Partial fill. No fill (fill volume is near zero). Partial fill. Over fill. Unsure. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? Tubes are rejected at all of these three levels. What was the tube¿s expiration date? January 31/2020. How was the tube drawn? With a straight needle, in a vacutainer holder, venously. Was a discard tube used? We don't normally use a discard tube, however if we need to draw up to (B)(4) tubes then the first (B)(4) could be considered discards. Was a successful draw achieved with the same lot? Yes. Is this happening with one particular: department, unit, and shift, time of day or person this is happening in all departments, with all staff, on all shifts. What was method of draw? Straight needle. Straight needle. Wingset. Syringe. Line. Unsure/other (please list). Are you using a bd device to transfer the blood to a tube? No. Btd. Llad. No, other. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection) all collection supplies are securely fitted. Have the tubes been exposed to extreme heat? No. Yes. No. Unsure. How many locations affected (impatient, outpatients, etc.) All locations are affected. Are unused samples of the related batch/lot number available for return? If yes, we will provide you a prepaid shipping label. Yes, I have numerous tubes that could be returned.